Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead (B)(6) 2010, 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that there was muscle stimulation from the left ventricular (lv) lead and there were also high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.